Event description:
As per the request submitted by FDA medwatch program, this report is being resubmitted as report number 1649833-2016--70012-1. This report was initially submitted as 1649833-2016-70026 - 1, april 28, 2016. Description medwatch report as follows: while entering tracking database implant information, a patient was observed to have received a second implant of the same position (aortic). The surgeon's office was contacted and it was reported that the re-operation was due to prosthetic endocarditis. No other information available. Valve is not available for return. This is being reported because endocarditis is defined in the aats/sts guidelines as valve-related and reportable, therefore it is being reported. It is listed among expected adverse events that can occur for a heart valve patient in section 5 of the IFU. It is occurring within expected frequency, no trends are seen.